Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 for 3 days with unknown blood glucose. Customer stated they did not remember the blood glucose level. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by insulin pump and insulin drip. Customer agreed the troubleshooting for high blood glucose. Customer stated cannula was bent and they did not got enough insulin. Customer stated insulin pump was used within 48 hours of high blood glucose event. Auto mode feature was used during the time of event. The insulin pump will not be returned for analysis.